Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 (gluc3) results for multiple patient samples tested on a cobas 8000 c 702 module. The data for 5 patient samples was provided of which 1 was a reportable malfunction for gluc3. The initial gluc3 result was 69.1 mg/dl with a repeat result of 672.4 mg/dl with a data flag. The erroneous results was not released outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 276238 with an expiration date of 31-dec-2018. The customer tried moving the gluc3 assay to another reagent disk on the analyzer but the problem persisted. Further investigation showed that the reaction monitor was abnormal. The calibration and qc results were acceptable, but showed a sign on instability. The field service engineer found a "pore in the tube" in one of the cell rinse units. He changed the tubing of the cell rinse unit. He also replaced the photometer lamp, the sample probe, and the reaction cuvettes.

Manufacturer narrative:
The root cause was confirmed to be the initial finding of the field engineering specialist and was solved by the service actions.